Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by the patient that they had a biodegradable feet surgery that hasn¿t dissolved in 3 years causing bone marrow problems. The patient underwent a surgery to try and remove the device and it has shattered. The patient has now gone to new surgeon and the surgeon suggested reaching out to us.